Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac aneurysm, with an endoprosthesis implant, interventional procedure. Reportedly, the proglide became stuck and could not be removed after deployment. Attempts were made going back to step 2 and 3 (pushing and pulling the needle plunger) trying to be able to remove the device without success. Cut down surgery with vessel dissection was performed to remove the device together with a part of the vessel that was attached to it. The vessel appeared to be very diseased and resembled a vein and not an artery. There was no adverse patient sequela. Hospitalization was prolonged due to the cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.